Event description:
Procedure type: bowel resection. According to the reporter: the stapler misfired and did not cut. Another stapler was used and more bowel was resected. No pt injury. There was tissue loss but extent is unk. No blood loss. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. Pt current status reported as recovered. The devices are being returned for eval.

Manufacturer narrative:
(B)(4).